Manufacturer narrative:
The model number of the pump is 6500. It was reported that a "serious injury" occurred, however no other details regarding the injury were provided. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a visible chemotherapy leak occurred during use of a cadd® administration set. The patient had gone into the clinic for "cadd d/c". The patient reported that they had noticed the leak the afternoon prior. Information provided states an event report type of "serious injury", and an event outcome of "required intervention", however details on the injury and intervention were not provided. Additional information regarding the event has been requested, but not yet received.